Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had audio anomaly and power error alarm. Troubleshooting was performed. For power error alarm, customer was able to clear the alarm and rewind also. Insulin pump did not pass self test. The insulin pump did not vibrate during vibration test. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump.

Manufacturer narrative:
Retainer = black. Customer returned insulin pump for alleged insulin pump error alarm and the insulin pump did not vibrate during the self test found on (B)(6), 2022. The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, there was no vibrate during the self test. Activated and deactivated the vibrate function from the sound and vibration settings menu and the vibrator did not respond. The insulin pump trace and history files were successfully downloaded utilizing thus. A review of the history file using the adapt tool reveals on (B)(6), 2022 at 11:01 there were two (2) insulin pump error mfda alarms that occurred. The insulin pump was cut open to perform a visual inspection. No evidence of physical damage or moisture damage was found on the electronic assembly, vibrate harness assembly, motor, or force sensor and the motor flex cable on electric board 1 was locked properly. The motor was tested outside of the insulin pump on the ngp stb3 and passed. Swapped out a test case, powered the insulin pump up, and toggled the vibrate function on and off several times. The insulin pump vibrated properly. No vibrate anomaly is isolated to the vibrate harness assembly. No insulin pump error alarm noted during testing and is expected if insulin pump experienced strong magnetic field (the insulin pump behaved as expected) and may have been an intermittent failure that was not detected during our testing. A test p-cap locked properly into reservoir compartment. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, and pillowing keypad overlay. The vibrator not activating properly anomaly is confirmed, fault isolated to the vibrate harness assembly. Insulin pump error alarm is not confirmed. The insulin pump error alarms found in the history files may have been intermittent errors not detected during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.